Event description:
Endo gia roticulator stapler misfired during attempt to transect the stomach. It proceeded to divide the stomach, but the staples did not fire or close. A second stapler misfired causing a defect in the gastric remnant. The portion of the stomach with the misfired staples was removed and inspected. All misfired staple lines appeared to be removed, with the remaining staple line intact.